Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was not working anymore. Customer also reported that insulin pump alarmed for failed battery. Customer¿s blood glucose was 190mg/dl at time of incident. Insulin pump will be return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the operating currents measurement, self-test, unexpected restart error test and displacement test. No unexpected failed battery test alarm, off no power alarm or blank display anomaly noted.